Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from december 07, 2020 - december 09, 2020. H10: the devices were received for evaluation. A visual inspection performed using the naked eye found the bladders had been ruptured. The ruptured bladders were examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloons of four (4) ce intermates sv (small volume) 200 ml ruptured prior to use. There was no patient involvement. No additional information is available.